Manufacturer narrative:
A software investigation was performed by reviewing session records and/or data logs provided from the customer. The reported event of oversensing occurring at the start of the threshold test, resulting in a pacing pause was confirmed. Based on the information provided, because the sensing channel is temporarily programmed to unipolar, the noisy signal was elevated which resulted in a false r wave being detected.

Event description:
During an in clinic follow up, auto threshold testing was performed and oversensing occurred on the device resulting in pacing inhibition. Technical support was contacted and recommended further investigation. No intervention has been performed at this time. The patient was stable and will continue to be monitored.